Event description:
Upon priming the pump and performing the pre-bypass checklist, cardioplegia circuit was pressure checked per protocol. Upon building pressure, the bottom of the heater/ cooler exchanger was leaking. Component was changed out, new circuit was primed and checked.